Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The pcoip client was replaced and the issue was resolve. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that there was a connection problem between the navigation device and the imaging device. There was unstable communication between the navigation device and the imaging device. A different network cable was tried, but the issue persisted. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The pcba was returned for analysis. Functional testing determined that the part was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that pcoip replaced,test igs with oarm transfer pass with success, s8 is functional. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.